Event description:
It was reported patient underwent surgical intervention at an unknown time wherein the entire system was explanted due to an unknown reason.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information.